Manufacturer narrative:
H3 and h6 codes: updated. One device was returned for investigation. During visual inspection, no damage or anomalies were observed. During the functional testing, a leak was observed at the tube luer junction of the used cassette during the ramp up. The luer tube bond of the leaking cassette was separated, and the tube and bond pocket was inspected. A solvent channel was observed on the tube. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that due to liquid leakage at the junction between the tube containing the agent and the injection port its use was discontinued. The event occurred before opening. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.